Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues charging their ins today. Pt stated their ins wasn't charging and there were no lights on the controller. Pt stated it was still on and they could feel it (understood this as pt's stimulation therapy was still on). Pt stated they were charging their ins and the quality was on recharging excellent then the controller became blank and unresponsive. During the call pt confirmed no visible damages to the recharger (rtm) and denied the rtm getting hotter than usual while recharging ins; pt noted the paddle was warm and it was reviewed that it was normal for the rtm to become warm but not warmer than usual when charging ins. Pt shook the controller and confirmed there was rattling in the controller. The pt was advised to call back if the replacement controller didn't resolve the issue; pt thought the battery pack was the issue and information was reviewed. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.